Event description:
The customer reported that the infusion set was leaking at the connection between the tube and the green connector. The event occurred at the end of treatment administration on withdrawal of the tube from the pump to chemotherapy, the latter is mismatched at the green tip which caused the leak of the solution. The nurse's hands were exposed to a low volume of the cytotoxic therapy administered to the patient. The complaint device was sent for further evaluation. A one set of transfusion set that is used and contaminated was received from the customer for investigation. During our initial investigation we found a separation that is occurring between the pvc-tube and the green connector. A retained sample of the same batch was obtained for further testing. A free flow and a tightness test were performed on the retained sample with passing results. Also, a review of the production documents did not show any deviation or other issues regarding this batch. Up to the reported event date there are no other complaints regarding this batch. The complaint was forwarded to the production facility for further evaluation. It was determined by the production facility that the initial findings of separation between the pvc-tube and the green connector is due to manufacturing error, where the tubing was not inserted deeply enough into green connector during the gluing process. The assembly staff was re-trained on the process.